Manufacturer narrative:
Examination of the returned instrument confirms it does not function as intended. The investigation was unable to conclusively determine the root cause, however, wear out from normal use over time is likely the contributing factor. Based on the investigation, the need for corrective action is not indicated.

Event description:
Threads damaged on neck trial would not engage trial body causing a 35 min delay in surgery.